Event description:
Three pencils have activated during different times without pushing down on the button.

Event description:
Three pencils have activated during different times without pushing down on the button.